Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's expected blood result is 180mg/dl fasting. The test strip lot manufacturer's expiration date is 04/22/2016 and open vial date is (B)(6) 2016. The product is stored in the kitchen. The customer is concerned with tests results from results obtained fasting of 500mg/dl on (B)(6) 2016 06:39:00 pm; 450mg/dl on (B)(6) 2016 06:41:00 pm; 400mg/dl on (B)(6) 2016 06:44:00 pm. Reviewed meter memory: (B)(6). She ran a blood glucose test on (B)(6) 2016 at 6:39pm two hours after her dinner and her result was 500mg/dl. Customer stated that her range (nonfasting) has to be less than-180mg/dl as per her diabetes educator. Customer stated that she was prescribed metformin 2 times a day but she is not taking her medications, she is also on prednisone every morning.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's expected blood result is 180mg/dl fasting. The test strip lot manufacturer's expiration date is 04/22/2016 and open vial date is (B)(6) 2016. The product is stored in the kitchen. The customer is concerned with tests results from results obtained fasting of 500mg/dl on (B)(6) 2016 06:39:00 pm; 450mg/dl on (B)(6) 2016 06:41:00 pm; 400mg/dl on (B)(6) 2016 06:44:00 pm. Reviewed meter memory: (B)(6). She ran a blood glucose test on (B)(6) 2016 at 6:39pm two hours after her dinner and her result was 500mg/dl. Customer stated that her range (nonfasting) has to be less than-180mg/dl as per her diabetes educator. Customer stated that she was prescribed metformin 2 times a day but she is not taking her medications, she is also on prednisone every morning.